Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 58 year old male post percutaneous coronary intervention for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. While on cp support in the cath lab, a foley catheter was placed and pink tinged urine was noted. Pump decreased to p-7 and fluoroscopy images showed no concerns. Care was withdrawn and the patient expired. Hemolysis and death are known potential adverse events of the impella cp per the instructions for use.